Manufacturer narrative:
The repair is not completed. A f/u report will be sent once the repair is complete.

Event description:
The complainant stated that the right siderail will not latch and remain in the latched position.